Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to remove the device was confirmed as the foot was returned partially retracted. The reported difficult to remove appears to be related to interaction with the patient tissue. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with one proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was a 6fr sheath. Reportedly, following suture deployment, resistance was felt during device removal. The foot was open and closed and the device was pushed/pulled; however, the device could not be removed from the patient anatomy. A cut down was performed to remove the device. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The tavr procedure was completed and the lcfa was sutured closed. Hemostasis was achieved in the rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.